Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reset the cmos setting, verified the proper cmos and verified the central processing unit battery voltage was correct. The system was tested and found to be working as intended and put back in service.